Event description:
The report received from the affiliate states that the top of the supertorque catheter was frayed when attempting to insert the device into the patient. The health professional considered the catheter to be too rough. There was no damage noted to the outer packaging. The device was stored correctly. There was no difficulty prepping the device. There was no injury reported to the patient. Another catheter was used to continue the procedure.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The email received for the (B)(6) study indicated that during index procedure the angioguard rx had difficulty tracking through the vessel. The report received from the affiliate states that the top of the supertorque catheter was frayed when attempting to insert the device into the patient. The health professional considered the catheter to be too rough. There was no damage noted to the outer packaging. The device was stored correctly. There was no difficulty prepping the device. Another catheter was used to continue the procedure. The procedure was for simple diagnostics of the arteries in the pelvic area. There was no report of injury to the patient and the device was returned for analysis. Two non sterile 5f st pig tail diagnostic catheter were received coiled inside in a plastic bag. The units had blood residues. Both catheters had been correctly polished and did not present roughness the entire length of the catheter. The condition of the catheters did not present frayed areas of catheter material. Both catheters have adhesive tape glue residues added on segments distributed on the 15cm section near at the distal end. One of the catheters has cotton fibers adhered on the glue residues of the adhesive tape and those materials are not used on the manufacturing process. The outer diameter of the catheters was measured on several sections and values were within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheters 'too rough' was not confirmed as the units were received completely polished; however the devices presented with adhesive tape glue residues and cotton fibers near the distal end of the catheter, materials that are not used in the manufacturing process. The exact cause for the reported event could not conclusively be determined with the information provided. Controls are in place to prevent defective catheters from leaving the facility and the device history report review indicates that the product was within specification prior to distribution, therefore no corrective action will be taken.